Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon shaft snapped leaving the distal portion of the balloon shaft and balloon still in the body. The device was pulled via trap with another balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. The hypotube of the device has numerous kinks. There was a separation of the hypotube, 44.5cm from the strain relief. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had unreported numerous kinks.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon shaft snapped leaving the distal portion of the balloon shaft and balloon still in the body. The device was pulled via trap with another balloon. There were no patient complications nor injuries reported.